Manufacturer narrative:
The sample device is unavailable for evaluation. Without such evidence, the complaint cannot be confirmed. If additional information is provided in the future, the issue will be re-evaluated as needed.

Event description:
Subject is a (B)(6) year old male with a history of hypertension, diabetes requiring oral medication, congestive heart failure (asa iii), resolved lle dvt, renal insufficiency (gfr > 60) and hypercoagulable disorder. He has a current malignancy and a current lle dvt. He has a contraindication to anticoaguation due to upcoming surgery for glioblastoma. He was enrolled in preserve on (B)(6) 2016, an option¿ elite ivc filter was placed and he was discharged from hospital the same day. On (B)(6) 2016, thirteen days post craniotomy surgery, the subject suffered a severe life threatening adverse event when bilateral lobar pe's were observed on CT. Anticoagulation therapy was initiated and although no follow-up CT was performed, the event was reported as resolved without sequelae at time of discharge on (B)(6) 2016. The filter was retrieved on (B)(6) 2017 and the subject completed the study on (B)(6) 2017 after the 1 month post retrieval visit. The pi considered the event expected and possibly related to the ivc filter or procedure.